Event description:
An event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, reporting that some primary plum kits were found to have contamination. There was no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.